Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation; noisy image. Based on the results of the investigation, it is likely the reported issue occurred due to a defective and dented plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope does not show an image, it looks black when plugged in. There were no reports of patient harm.